Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via manufacturer¿s representative (rep). The rep reported that the patient was getting ¿therapy settings not available¿ on his patient controller. The rep reported that they checked impedances and electrode 3 was out of range. The rep reprogrammed around this electrode. The issue was resolved. No further complications were reported.

Event description:
Additional information was received from the patient. The patient reported that his right side of the lead was ¿shorted out¿ and not working right. The patient noted that a manufacturer¿s representative (rep) was made aware about the right lead wire 8 months post implant and the rep tried to program around it to help him get needed therapy. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017-, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the settings not available message and electrode 3 being out of range was unknown. The rep reported that the patient was reprogrammed. The rep reported that electrode 3 was still out of range, but the patient was feeling stimulation in his desired areas. No further complications were reported.